Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported to globus medical that the l1-r and l2-r screws were misplaced intra-operatively using excelsiusgps and excelsius3d. An investigation, through review of the excelsiusgps case logs, indicated that the misplaced implants were due to skiving. The software correctly detected and alerted the user of high deflection forces present on the load cell during bone work. This excessive force present on the loadcell is likely the result of instrument skiving that was detected while a tool is inserted into the end effector. Ultimately, after reviewing the logs and the post-operative scan, it was determined that skiving lead to the misplacement of screws. Due to this, the effect to the patient was chosen as haz-revision to mitigate harm for risk documentation as it was not confirmed if the patient underwent a separate revision surgery. The observed overall risk level is low which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced and adjusted intra-operatively.